Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad unresponsive. The blood glucose at the time of the incident was 346 mg/dl. The customer states the buttons are unresponsive and the pump went blank after a battery change. Troubleshooting was performed and the display did return. The troubleshooting was not completed because the esc and act were unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.